Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's user interface module (uim) was freezing up and unable to make any changes. There was no patient involvement.

Manufacturer narrative:
It was reported that a carefusion field service representative (fsr) evaluated the device onsite and duplicated the reported issue. The fsr received the user interface module (uim) touchscreen with scratched display resolution and with missing screws and loose connections. The root cause of the reported issue was due to a bad touchscreen calibration.